Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5078397/5078510.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.